Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported during the patient's latitude check, the rv lead was found to be ruptured. The device was explanted and replaced on (B)(6) 2019. The procedure was completed successfully, and no adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed tool marks were noted on the terminal pin. Resistance testing and x-ray images determined that the distal hv cable was fractured (pulled-apart) at terminal area of the lead and proximal area of the distal shock coil. The distal hv cable is wavy along the entire length of lead body. Rs coils are stretched/twisted and distal hv cable was pulled apart (fractured) at proximal area of the distal shock coil. Lead resistances measured failed due to induced fractured of distal hv cable.

Event description:
It was reported during the patient's latitude check, the rv lead was found to be ruptured. The device was explanted and replaced on (B)(6) 2019. The procedure was completed successfully, and no adverse patient effects were reported.